Manufacturer narrative:
The t:slim pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred after the customer jump in water with the pump. Customer's blood glucose level was 198 mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy.